Event description:
Patient was seen by dr. (B)(6)'s office at(B)(6) medical clinic-internal medicine department, phone# (B)(6). Patient states she had an allergic reaction after doctor used surgilube during her exam for a pap smear. Patient claims she started to develop vaginal blisters and went to the emergency room at (B)(6) medical center-emergency dept., phone# (B)(6). The attending physician: (B)(6) , m.d. Facep (who is no longer with the hospital). (B)(6) 2004, they treated her for vulvar contact dermatitis and prescribed sulfadine for the vaginal blisters. (B)(6) 2004 at 10:20 am, she had a follow-up appt. With dr. (B)(6) on and after examining her stated she now had a yeast infection and prescribed monistat 7. Complaint sample is not available as the foil pac was discarded.